Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator exhibited undersensing of a low amplitude signal resulting in an inappropriate shock. The patient was noted to have experienced pressure pain within the device pocket. Automatic setup was completed and the device programmed to the secondary vector with no noise present with manipulation. This device remains in service. No adverse patient effects were reported.